Event description:
During a phacoemulsification procedure, the pt suffered a corneal burn requiring sutures. The patient's post-op visual acuity is unknown. It was reported the handpiece heated up during the procedure.